Event description:
This was a diagnostic case converted to intervention on (B)(6) 2014. The patient was anti-coagulated. It is unknown whether the initial access puncture was high. The axera procedure was completed without incident. Post sheath pull, the patient was moving around a lot and attempted to get out of bed, possibly standing at some point. CT scan revealed a retroperitoneal bleed. For religious reasons, the patient refused blood and retroperitoneal bleed resolved on its own. The patient recovered without further sequelae. The physician does not attribute the bleed to the device. The patient was in the hospital for multiple reasons and was discharged to a care facility on (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Vascular hemorrhage is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as the lot number could not be determined and the device was not returned. The root cause, based on available information, is unknown as it cannot be definitively determined. However, the physician indicated it was unrelated to the arstasis device.